Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good physical condition. The pump event log history was reviewed and a primary audible alarm background test error was found. Occlusion test was performed and the reported issue could not be duplicated. The root cause could not be determined as the reported issue could not be confirmed. Speaker was replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that a primary audible error occurred. No patient injury was reported.